Event description:
It was reported that the insulin pump is not delivering insulin. The blood glucose reading is 436 mg/dl. Customer treated with manual injection. Customer has not used the insulin pump in three days. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.